Event description:
It was reported in (B)(6) study that following breast radiation therapy, the patient presented with a symptomatic seroma (tender) in the axilla. The event was identified immediately following the brachytherapy procedure. The seroma was drained and the event resolved.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device was discarded by the user facility; therefore, it is not available for evaluation. The result of the investigation is inconclusive as the sample was not returned. The root cause for the event could not be determined based upon available information. It is unknown if patient, procedural or treatment issues contributed to this event. The current IFU states under complications: complications that may be associated with the use of the contura mlb applicator are the same as those associated with the use of similar devices. These may include: erythema, catheter site drainage, breast pain, ecchymosis, breast fibrosis, telangiectasia, breast induration, breast seroma, breast edema, dry desquamation, dry skin, skin discoloration, paresthesia, axillary pain, fatigue, pruritis, breast retraction, nausea, skin irritation, moist desquamation, hematoma, rash, asymptomatic fat necrosis, breast infection, breast blister and lymphedema.